Event description:
Dialysis solution bags for continuous renal replacement therapy are leaking. Brand name of product is prismasate 5000 ml bags manufactured by gambro. Plastic packaging that holds solution was changed about 3 weeks ago. This breakage or leaking has occurred irrespective of lot numbers. Leaking seems to occur after little pressure is applied, such as transporting the bag into the IV hood, or when you place a bag on the counter. The "critical care" pharmacy that dispenses these bags for the ICU patients. I am a pharmacist that works in that pharmacy. It seems that the new packaging is not strong enough to hold 5000 ml of fluid. We did not have this problem before, and we have been using this brand of cvvhd bags for about 5 or 6 years. Dose or amount: 5000 ml. Frequency: every 5 hours. Route: hemodialysis. Dates of use: 2009. Diagnosis or reason for use: continuous renal replacement.